Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a (B)(6) post-market surveillance meeting, a depuy synthes spine safety surveillance analyst has been identifying the non-manufacturer mdrs in the maude database and the following had not been reported to the complaint handling unit: "retropulsion of depuy concorde interbody cage causing damage to the fifth lumbar root and a foot drop." Maude report number (B)(4).